Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported: the surgeon used the al2 plate and inserted the locking screw. During al2 surgery, the driver tip was broken. S/he was able to remove the broken piece and there was not left in the patient body.